Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue with the ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue.